Manufacturer narrative:
(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation was performed. The device was placed on a test charger. The battery reached a full charge. The battery was placed on a test spider 2. The spider 2 was cycled about 4 times and the battery lost it's charge. The complaint was confirmed and the root cause is an energy storage problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during the set up before the surgery the spider battery tenet was not working properly. The battery had some issues. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.